Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. The steerable guide catheter (sgc) was inserted across the septum, then the dilator and wire were removed while aspirating. The stopcock was turned off and it was noticed that blood was leaking out the hemostasis valve. The sgc was pulled back to the right atrium and the stopcock was checked. After tightening, it was still leaking. The sgc was removed and a replacement sgc was used to complete the procedure. Two mitraclips were implanted, reducing mr to grade 3+. There were no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.